Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead had an increased capture threshold. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.